Event description:
Treatment of a small side wall cerebral aneurysm measuring 8mm located in the ica (internal carotid artery). On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached using the instant detacher. An attempt was made to detach the implant coil with the manual method (an alternative detachment method presented in the instructions for use), but without success. The coil was removed from the patient and another axium was used to successfully complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The pusher assembly was found broken into two segments (distal and proximal segment) at approximately 8.5cm from the proximal end and kinked at approximately 144.5cm from proximal end of the distal broken segment. The release wire was pulled from the broken location and the implant coil detached as intended with resistance. The evaluation could not determine the cause of the event; however, the kink in the pusher assembly may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4)